Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the negative pressure relief valve failure caused blood to pass out of the valve fitting to the atmosphere, spilling onto the floor. Blood loss of 10 ml. Product was changed out. There was delay of approximately 3 minutes. Procedure completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 27, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (B)(4), the returned sample was visually inspected, during which dried blood was noted within the valve, but no anomalies were noted anywhere on the device. All ops valves undergo 100% leak testing in process to ensure proper functionality of each component. The returned sample was manually run through functional/pressure testing. The positive umbrella initially did not pass; however, upon a second activation, it did pass the test. The initial failure in the positive pressure relief valve was likely due to dried blood within the positive umbrella valve. The returned sample was found to fail the negative pressure relief test. The failure in the negative pressure relief may have been due to the negative umbrella valve being damaged at some point after the leak test to cause it to not work properly. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.